Event description:
The customer reported approximately one milliliter of diluent leaked within the instrument in the area of pinch valve vl-53b involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated; there was no patient impact. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked and cut the pinch tubing at vl53b and replaced the tubing to resolve the leak issue. The fse also discovered high vacuum dropped 16 inches during cycling of samples. The fse corrected the issue by replacing the compressor. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).